Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 50-year-old female patient who had essure inserted for permanent contraceptive tubal implant. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for permanent contraceptive tubal implant. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation'), perforation ('other organs perforation') and device dislocation ('migration of the essure device to the abdominal / pelvic cavity') in a 50-year-old female patient who had essure (batch no. 50686226) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimunne reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), tooth loss ("tooth loss") and mood altered ("mood changes") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, anxiety, depression, alopecia, tooth loss and mood altered outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number: 50686226 manufacturing date: 2012-09 expiration date: 2015-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jan-2021: updated quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("fallopian tubes perforation"), perforation ("other organs perforation") and device dislocation ("migration of the essure device to the abdominal / pelvic cavity") in a 50 year-old female patient who had essure inserted (lot no. 50686226) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of elective abortion (one pregnancy which was terminated at 8 weeks) in 1988 and d & c, gravida I and cramp in lower abdomen. Previously administered products included: minestrin. The patient had a family history of cancer (mother). Concurrent conditions were listed as spotting vaginal, right lower quadrant pain, adenomyosis, dysmenorrhea, endometriosis, uterine fibroids and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimunne reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), tooth loss ("tooth loss") and mood altered ("mood changes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2019: normal location of clips after prior tubal ligation [hysterosalpingogram] on (B)(6) 2013: her essure coils were in situ bilaterally in the fallopian tubes. No air flow was seen going to the tubes demonstrating obstructed tubes bilaterally. [Pathology test] on (B)(6) 2019: vagina - posterior + rectosigmoid. Pelvis - left + mesentery. Pelvic - right+ mesentery. Fallopian tube - bilateral (essure). Endometrium - endometrium. Uterus ¿ fibroid. Clinical history : 51-year-old woman with endometriosis and essure device in bilateral fallopian tube. Rule out malignancy in fallopian tubes. Gross description: the specimen consists of bilateral fallopian tubes with attached fallopian tubes measuring 7.5 cm and 6.5 cm in length by 0.5 cm in diameter. The serosal surfaces are gray-tan and smooth. There is coiled metal material extending from the proximal end of each fallopian tube. Diagnosis: tissue from posterior vagina and pelvic biopsies [left and right mesentery]: mild chronic inflammation and fibrosis. No definitive endometriosis seen. Bilateral fallopian tubes: - foci of endometriosis noted in both fimbriated fallopian tubes with mild focal chronic salpingitis. Endometrium: endometrium with hormone effect. Myometrium with adenomyosis. Tissue labeled as fibroid: tiny regions suggestive of leiomyoma without atypical features. Lot number: 50686226 manufacturing date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 24-apr-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant conditions are added. Patient information & new reporter were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation'), perforation ('other organs perforation') and device dislocation (' migration of the essure device to the abdominal / pelvic cavity') in a 50-year-old female patient who had essure (batch no. 50686226) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimunne reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes "), anxiety ("anxiety "), depression ("depression"), alopecia ("hair loss"), tooth loss ("tooth loss ") and mood altered ("mood changes") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, anxiety, depression, alopecia, tooth loss and mood altered outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: legal claim received. Lot number provided, essure insertion/removal dates updated. Events added: chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal / pelvic cavity, uterine/fallopian tubes/other organs perforation, allergic/auto-immune reactions, headaches, chronic fatigue, weight changes, hair/tooth loss, mood changes, anxiety, depression. The event medial device removal was deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.